Event description:
During surgery to remove the bone flap, the auto-pilot screws came out with little to no resistance and without the use of a screwdriver. There seemed to be little or no screw purchase. This event did not cause any adverse consequences to the patient or surgical delay.